Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of contamination was found under all key contacts. The keypad was intact and there were no response issues found during testing.